Event description:
Customer reportedly received results of 90 mg/dl on meter and 36 mg/dl from a lab draw from a heel stick within 10 minutes on a neonate. No known action was taken based on device results. No adverse event reported. Controls were run and passed. Requested return of suspect device and replacement was sent.